Event description:
It was reported to boston scientific corporation in 2009, that a rapid exchange biliary stent system was used during an erbd (endoscopic retrograde biliary drainage) procedure performed two days prior. According to the complainant, a stent 7cm in length was required for the procedure. The physician deployed a rx erbd 8.5 x 7cm stent into the cbd; however, it was noted that the stent was obviously shorter than 7cm and drainage could not be done. The procedure was completed with an olympus device (product unk). Follow-up indicated they were uncertain as to whether the device was incorrect or if the label was incorrect. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
(Unk if incorrect device or incorrect label). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.